Manufacturer narrative:
The insulin pump received with motor error alarms due to corroded motor home switch. The insulin pump had unresponsive button due to moisture damage on keypad flex cable. Unable to perform displacement test due to excessive motor error alarms. Cracked battery tube threads noted.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 178mg/dl. Troubleshooting was performed, and no damage to the drive support noted. Assisted the caller to run the displacement and test failed. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.